Manufacturer narrative:
H3: ge healthcareâs (gehc) investigation has been completed. The mr system was operating within specifications and all safety mitigating devices were functional when checked by the gehc field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The customer has access to the online operator manual that contains information on the proper procedures to follow for use of phased array coil padding and preparation of the patient. No further actions are planned by gehc. Corrected data: d4 primary UDI number.

Manufacturer narrative:
There are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that following an MRI of the hip, a patient presented with a full thickness burn on their left upper arm. It was noted that the aa coil was used and the cable of the coil was in direct contact with the patient's arm. No recommended gehc padding was utilized. The patient was hospitalized for further treatment.